Event description:
On 11/20/85 rptr had right breast mastectomy with reconstruction with this implant and tissue expander inserted in left breast. On 7/10/86 she had revision of right breast with change of implant and excision of redundant skin and subcutaneous tissue. She also complains of the following:malpositioning and disfigurement of breasts persistent breast soreness, pain, infection, musculoskeletal problems, infections, pain in multiple joints, stiffness, swelling in hand and ankle joints, chronic fatigue, low energy, disturbed sleep, dry mouth and vagina, headaches, memory lapses, difficulty concentrating, easy bruising, coldness of hands, bladder and bowel irritability, muscle fatigue, hair loss, swelling of fingers, rashes, chest and back pain, ear infections, foot numbness, and epigastric pain. (Also see 1004046 and 1004047.)